Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was not booting up. A technical support specialist dialed into the station and identified a data sync connection timeout error. Found the station database in suspect mode and unable to back up or repair. Followed the knowledge article drop failed for database "dsclientoltp, and then deleted the corrupted database, changed the database to simple mode, and performed a full sync. Sync completed successfully. Customer verified the station was working and was advised to avoid hard power reboots. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pyxis application was not booting up, user rebooted the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.